Event description:
The patient started having issues with his device. The pt felt cold. When the stimulation was on, the pt usually felt warm, so he turned the stimulation up and he didn't feel anything. Then he felt like he was warming up. He had turned the stimulation up "90 clicks". The patient felt stimulation, but it felt "trapped like it won't release". The pt programmer confirmed that the stimulation was on. The pt decreased both sides all the way down until he got triple beeps; he still felt stimulation. The pt was at home. His status was reported to be "fair". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).